Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 28 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer reported a stuck button alarm and had issues with connecting the pump to the transmitter. Troubleshooting was not completed. The insulin pump will not be returned for analysis.